Event description:
It was reported that in (B)(6) 2010, channels 3 and 4 were noted to be hi, but in (B)(6) 2011, channels 1-5 were hi. A CT scan performed in (B)(6) 2012 revealed add'l ossification. In (B)(6) 2012, channels 9 and 12 were noted to be sc. Testing carried out on (B)(6) 2012 showed that only 5 channels are available in his map and speech understanding ability has significantly deteriorated.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.